Manufacturer narrative:
The intraocular lens was returned to our manufacturing facility for evaluation. The lens belonged to the manufacturing production order which was a 19.0 diopter, model z9002. The returned lens was visually inspected at 10x microscope magnification. Two halves of the lens were received and one piece of the optic had a detached haptic (loop). The lens had surface residuals adhered to both sides of the optic body compatible with handling of the lens during usage, implant and explant. A manufacturing certified operator cleaned the lens to remove the contamination and inspected the lens for optical properties which showed that the lens diopter correspond to a 19.0 diopter lens. The lens did not show an improper iol power in the returned lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient underwent implant of the intraocular lens (iol) on (B)(6) 2012 and underwent explant of the lens approximately two (2) weeks later on (B)(6) 2012, due to dislocation of the posterior lens. A new lens was implanted successfully with the addition of a 10.0 nylon suture. The patient was reported to be doing great.